Event description:
It was reported that the customer did not observe insulin drops at the end of the tubing during the loading process. There was no adverse impact to the customer's blood glucose level. The customer completed steps to remove air from the cartridge and used room temperature insulin. However, they were unable to load the cartridge properly and had issues with a cartridge leaking. Technical support guided them through filling and loading a new cartridge but had to escalate the issue for further troubleshooting. The customer requested in-person assistance and switched to using multiple daily injections as a backup therapy. Follow-up actions were planned by support staff.